Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:41:43. During night drain cycle five, the patient's ultrafiltration reading was 2643ml, indicating the home patient drained 2543ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was returned to baxter healthcare for evaluation. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the evaluation, the cause of the problem was determined to be a false empty detect and use error of inappropriately bypassing the caution: negative ultrafiltration (uf) alarm. The homechoice and homechoice pro apd systems patient at-home guides give instructions on how to bypass a caution: negative uf alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.